Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "unable remove the catheter". No other information provided.

Event description:
It was reported "unable remove the catheter". No other information provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficulty removing a stylet is confirmed and was determined to be use related. One 2 fr per-q-cath catheter was returned for evaluation. An initial visual observation showed use residue on and within the returned catheter. The stiffening stylet was observed to be partially within the catheter with approximately 22.2 cm of the stylet protruding from the t-lock. The catheter was flushed with a 12 ml syringe of water and two small leaks were observed in the catheter approximately 4.2 cm and 6 cm distal to the strain relief. Some resistance was felt when the stiffening stylet was withdrawn slightly from the catheter prior to flushing. Once the catheter was flushed, the stylet was able to be removed with ease. A microscopic observation revealed two small splits in the catheter at the location of the observed leaks. The splits were observed to be angled and mostly straight. The catheter was dissected and additional damage was observed on the inner walls of the catheter. The type of damage observed on and in the returned catheter can be caused by manipulation of the stiffening stylet within the catheter without first flushing the catheter and/or rapid or forceful withdrawal of the stylet from the catheter. The product IFU states: ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.